Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a competitor's rep regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient had the ins replaced with a competitor's ins but the lead was left implanted. Following the ins explant, infection was noted on (B)(6) 2018. The area of infection was at lead. The lead was removed on (B)(6) 2018. The culture report had not been received by the competitor. Patient was hospitalized and treated with IV antibiotics. On (B)(6) 2018, additional information was received from the hcp and the initial caller. It was reported that the cause of the explant was that the medtronic device was not effective for patient. Patient was going to do a trial with a different company¿s device so the devices were explanted. Patient¿s weight at the last appointment was (B)(6) lbs. The explanted device were not going to be returned to manufacturer. The culture report of the infection was not be available. The cause of the explant was that the scs was not effective for patient. No device issue was noted. Patient¿s current status was unknown. No further complications were reported/anticipated.